Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of replace srm board was confirmed by fse, and subsequently confirmed in the dchu inspection process. According to work order #(B)(4) the fse inspected the smart, remote manager, replaced the controller board and had cubex test operation. Cubex tested configuration and operation cubex. During dchu visual inspection: p/n 119651-11: it was observed that component led 3 was loose, and connector j6 showing signs of fluid ingress on its pins. During dchu testing: p/n 119651-11: as the condition of the pcba srm pyxibus v1.03 no flexbar compromises the functionality of the dchu hta equipment; therefore, further testing was not conducted. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure is attributed to the physical damage/condition of the part p/n 119651-11 which produces a short/miscommunication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was not recognized. As per part investigation, it was determined that there was physical damage condition of the part p/n 119651-11 which produces a short or miscommunication. There were no adverse events or injuries reported based on this event.